Manufacturer narrative:
Imris customer support specialist tested the magnet mover back and forth into operating room and could not duplicate the failure. Imris customer support and development specialist remotely collected the logs from the matrix computer for further root cause analysis. Imris determined that the erroneous reverse movement occurred on (B)(6) 2013, at the time 12:00:23.938 in operating room 1. The fwd button was pushed, but servo counts were shown to be decreasing, which demonstrates that the servo was moving the magnet in the reverse direction. This matches the race condition signature that was observed in complaint case #(B)(4) in which a medical device report was filed and appears to be the same root cause manifesting as the incorrect servo index. All log entries were checked for erroneous forward movement and erroneous reverse movements (29,269 log entries). No other erroneous movements were observed. Imris determined that the root cause of the incident was that the motor servo used to control the magnet was in an incorrect state, causing reverse motion when the forward button was pressed by the operator . On (B)(4) 2013, the customer site was upgraded with the mmc 2.1 software release to resolve all the identified causes of erroneous movement. (Ref MDR 3003807210-2012-00002). All other similar sites will also be upgraded to mmc 2.1 that have not been upgraded already.

Event description:
The magnet mover moved backward at the pt safety check point (pscp) when pressing the forward button. Then it stopped moving. Operating room personnel cranked it home and reset it. No pt was involved with the vent.